Event description:
Surgeon attempted to insert guide wire into right subclavian and encountered resistance so guide wire was removed. At that time it was noted that the end was frayed and a portion was missing. The missing portion was approximated at 2.5 inch and was felt to be in the vessel. Incision was closed and patient was transported to interventional radiology where the tip was successfully retrieved.